Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause was unknown and the device was being returned to see if the cause could be found. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that there was an open circuit on contact 11 after all measures were taken. The second extension was fine. No environmental/external/patient factors that may have led to the issue were seen. Diagnostics/troubleshooting included an impedance check on the lead and determined no problems. The surgeon disconnected, wiped everything and then reconnected. But there was still an open at contact 11. Actions/interventions taken included replacing the electrode and it was fine. The issue is reported to be resolved at the time of this report. The rep did not witness any bending or over-tightening by the surgeon. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.